Event description:
It was reported that the customer had normal blood glucose levels of 105 mg/dl. The customer reported having difficulty removing the needle hub of the sensor from the customer's body. The customer reported having had to resort to the use of pliers in order to pull out the needle hub. The customer was actively bleeding at the time of the call due to the removal of the sensor. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.